Event description:
During the procedure, air is being drawn in from the saline spike line. No patient harm or injury occurred as a result of this event.

Manufacturer narrative:
The device in question was returned to merit medical systems for evaluation. The spike line of the device was attached to a saline bag in order to functionally test the device per the complaint of "air being drawn in from the saline spike line." The line was filled and de-bubbled and fluid was aspirated with a control syringe. No air was seen coming in from the spike, manifold connection, syringe connection or manifold valve handle. However, cavitation can occur when negative pressure is pulled quickly. This is a phenomenon that can happen on any manifold as the fluid path of the manifold, resulting in air bubbles. The complaint of drawing in air could not be confirmed. Based on the testing performed, merit believes that cavitation was the cause of this incident, not a product problem.